Event description:
Received information of a cartridge leak. Reportedly, the customer could not see a leak from a specific location, but could smell insulin. Customer's blood glucose level was elevated; however, customer did not know whether elevated glucose level was due to the leak. During troubleshooting, the customer used a tissue to check for leaks and reported that the tissue remained dry.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.